Event description:
The orsiro drug-eluting stent system was selected for use. After pre-dilatation of the severe calcified lesion it was tried to deliver the relevant orsiro through guideplus but the orsiro was caught at the distal end of the guideplus. After withdrawal of the orsiro a deformation of the stent was noticed.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its distal end. Visible stent imprints on the exposed balloon surface indicate that the struts were initially crimped on the balloon. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The inner diameter of the nipro guide plus catheter used in the intervention is not in accordance with the specifications given on the label and in the IFU for the complaint instrument. Therefore, the root cause of the reported deformation is most likely related to a size incompatibility of the used guide extension catheter.